Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat #00875505400 allofitâ® it alloclassicâ®, shell for acetabulum, uncemented, 54/jj lot #2973452. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the inlay could not be placed when inserted into the cup. According to the customer, the inlay felt undersized. Even after repeated repositioning, the inlay remained loose. The inlay was cleaned and a new inlay was opened and inserted with success. Additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.